Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-person. Upon examination, the patient's implantable cardioverter defibrillator was found to be in backup vvi mode due to event queue overflow. Corrective programming changes were made to both successfully restore the device and turn off tachycardia therapy. The no patient consequences were reported.